Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the recovery fault errors, and the universal surgical manipulator (usm) was replaced to correct the issue. The system was tested and verified as ready for clinical use. Isi received the part(s) involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure of repeated 32097 on arm 1 was confirmed and reproduced. The unit was tested on an in-house system and failed normal mode. The unit was also tested on a pfpt and passed lissajous, cva, and brake tests, but failed the fiber test on the rolling loop and the parallelogram. The rolling loop and parallelogram assembly will be replaced as a fix. A review of the procedure log showed an endometriosis resection procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: error 1126 - the hirose fiber receive power has fallen below the low warning limit. Symptom is occurring on the up stream to acs board in arm1 usm. Error 32097 - maxis error occurred, reported by acm in usm1 ¿ iloop maxm watchdog errors error 906 - the acm in usm1 is reporting error log full. This complaint is considered a reportable event due to the following conclusion: the customer converted to another patient side cart (psc) after the start of the procedure due to repeated faults on the usm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) observed errors continued to reoccur after a power cycle. The isi technical support engineer (tse) reviewed the system logs and confirmed multiple occurrences of motor axis errors reported by universal surgical manipulator (usm) 1. The surgeon acknowledged that the arm could be disabled to continue with the remaining arms, but opted to swap to another patient side cart (psc) from one of their other da vinci systems and continue on with the procedure and completed with no reported injury. Investigation from a related complaint with the same issue revealed that the customer reported the arm 1 kept getting recoverable fault errors. Customer power cycled the system, but the error came back. The tse reviewed the logs and found repeated 32097 error on arm 1. The tse had the customer do a hard power cycle on the psc and it resolved the issue. However, the csr called back afterward to state that the issue reoccurred. System logs confirmed multiple occurrences of motor axis errors reported by arm 1. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.